Event description:
Device report from depuy synthes reports an event in switzerland as follows: it was reported that intraoperatively on an unknown date in 2022 the device had a loose pin on one of the distractor arms. The distractor arm was fixed by putting a k-wire instead of the pin. The sterilization department found the missing/defective pin in the sterilization tray after the surgery. There was approximate five (5) minutes surgical delay. There was no patient impact. The procedure was successfully completed. During manufacturer's investigation of the returned device it was identified that the dowel pin, placed on the right retainer arm, was not fully seated, causing looseness of the retainer arm. This report is for one (1) vertebral body retainer this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the dowel pin, placed on the right retainer arm, was not fully seated, causing looseness of the retainer arm. A dimensional inspection was unable to be performed due to not being applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed] as the observed condition of the vertebral body retainer, p/n: 03.820.111 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: part number: 03.820.111, lot number: 127p341 (wo# (B)(4)), manufacturing site: (B)(4), release to warehouse date: 04-may-2021. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.